Event description:
It was reported the dependent patient presented remotely via telemetry monitoring. Upon review of the transmission, it was observed the leadless pacemaker (lp) was undersensing ventricular tachycardia causing pacing spikes during the non-sustained events. Programming changes were completed. The patient symptoms and condition were unknown. Further information was requested but not yet received.